Manufacturer narrative:
The pump, was in use on the patient for 5 days at the time of the event (from (B)(6) 2022).

Event description:
We were informed by the clinic that a patient that was implanted on (B)(6) 2021 in the lvad configuration had an adverse event on (B)(6) 2022. Patient experienced a hemorrhagic cva on (B)(6) 2022. The patient died on (B)(6) 2022.